Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as no used cartridges were returned with the device; however, a different issue was identified.